Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.463" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. A review of the provided image was performed, and it showed a broken curved blade. The broken piece is missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke. The surgical nurse reported that there was no sign of the instruments colliding with each other during the operation. The broken end of the instrument was removed from the patient's body. However, it was lost during the handover from the operating room staff. The procedure was completed.